Event description:
At the end of the procedure, an arterial closure was performed with mynx device. The patient developed a hematoma of the r groin shortly thereafter, and manual pressure was applied. Despite this for ~30 minutes, the hematoma did not stabilize. Unfortunately, despite continued manual pressure to the groin, although the hematoma did not seem to be expanding, there did not appear to be good resolution when easing up on pressure to the area. Vascular surgery came to evaluate the patient, as her blood pressure was lower than original (high 90's/low 100's systolic), although she remained clinically stable. A femoral arterial duplex was subsequently performed and showed a femoral pseudoaneurysm (size of neck undetermined, but signs of active bleeding were evident by ultrasound (u/s). Despite continued pressure to the groin after the duplex was completed, the pt suddenly became transiently short of breath (sob) and hypotensive. Given her tenous hemodynamics with continued groin bleeding (despite manual pressure x 2 hours), vascular surgery took the patient to the o.r. And repaired the femoral bleeding surgically.